Event description:
A patient was implanted with a gore tex vascular graft approximately one year ago. The patient had an accident in which a motorized scooter fell on him. He presented the next day with painful swelling just below the left costal margin at the anterior axillary line. The swelling was the size of a saucer without discoloration. Surgical exploration revealed a complete transection of the graft. Further investigation is pending.

Manufacturer narrative:
Device evaluation anticipated, but not yet completed.